Manufacturer narrative:
Omit: concomitant med prod data, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of piperacillin/tazo (zosyn) was confirmed through a review of the device logs and was determined to be due to a use error. The infusion rate was reported to be 12.5ml/h; however, the log review confirmed that the suspect device was initially programmed at a rate of 25ml/h and was allowed to infuse for 2 hours 16 minutes. Rate accuracy testing was performed on the suspect pump module. The device was found to be operating within specification. The testing of the returned administration set revealed no leaks or anomalies. A review of the pcu event log showed that on 05 march 2025 at 8:14 am the suspect pump module s/n (B)(6) was attached as channel a to the concomitant pcu s/n (B)(6), two (2) infusions of piperacillin/tazo were programmed during the reported event time. At 8:15 am, an infusion of piperacillin/tazo with a rate of 25ml/h and vtbi of 100ml started with an expected duration of 4 hours, but the user channeled off the pump module and powered off the pcu at 10:37 am. At 10:52 am, a second infusion of piperacillin/tazo was programmed at a rate of 12.5ml/h and vtbi of 50ml as reported. The infusion started with an expected duration of 4 hours, at 2:13 pm the pump module alarmed for air in line, the device was turned off after approximately 3 hours and 20 minutes of infusion. The total volume infused recorded during the two infusions was calculated to be 57.196ml + 41.81ml = 99ml. The alaris system user manual (v12.3.1) has information for the user regarding programming. The user should confirm correct programming prior to starting the infusion. The alaris user manual also states within warnings and cautions, ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: device opened for investigation, please re-torque all screws. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion of piperacillin/tazo (zosyn) is attributed to be due to a use error. The infusion rate was reported to be 12.5ml/h; however, the log review confirmed that the suspect device was programmed at a rate of 25ml/h and was allowed to infuse for 2 hours 16 minutes. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinical staff was alleging that the large volume pump module ran an infusion too quickly, and that it did a four hour infusion in 3 hours and 5 minutes. There was patient involvement but no harm. Per the biomed's findings, they ran a rate check and preventative maintenance test on the pump module and found no issues. Bd received additional information through due diligence attempts. The ordered infusion rate is 12.5 ml/hr and intended volume to be infused is 50 ml but 100 ml of zosyn medication was infused in 3 hours and 5 minutes. The event occurred at 10:40am.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinical staff was alleging that the large volume pump module ran an infusion too quickly, and that it did a four hour infusion in 3 hours and 5 minutes. There was patient involvement but no harm. Per the biomed's findings, they ran a rate check and preventative maintenance test on the pump module and found no issues. Bd received additional information through due diligence attempts. The ordered infusion rate is 12.5 ml/hr and intended volume to be infused is 50 ml but 100 ml of zosyn medication was infused in 3 hours and 5 minutes. The event occurred at 10:40am.